Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a lung operation using bronchoscopy, a plastic fragment was discovered in the inner lumen of the dl tube. The plastic fragment could be removed bronchoscopically. No abrasion/breakage of the dl tube material could be detected". Additional information received states that "the only additional expense was a 15-minute longer anesthesia for brochoscopic recovery at the end of the operation. The patient is doing well considering the extent of the surgery".

Event description:
It was reported that "during a lung operation using bronchoscopy, a plastic fragment was discovered in the inner lumen of the dl tube. The plastic fragment could be removed bronchoscopically. No abrasion/breakage of the dl tube material could be detected". Additional information received states that "the only additional expense was a 15-minute longer anesthesia for brochoscopic recovery at the end of the operation. The patient is doing well considering the extent of the surgery".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.